Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred at the start of a treatment procedure. However, the procedure was completed without issue using a different system. No patient harm was reported. Patient information was asked but remains unknown. A philips field engineer (fse) inspected the system onsite and confirmed the tabletop was floating and the system geometry was not working. System log files were reviewed and the logs showed a number of geometry errors and warnings. Troubleshooting actions determined that the system had an issue with the spc 3 and the table assembly cables. The fse replaced the system's triple servo drive and disconnected then reconnected the connections to the drive. After the drive replacement and cable reconnection, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the tabletop was floating and the geometry was not working on the system at all. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the amc triple servo drive which returned the device to use in good working order.